Event description:
It was reported that device was used during an unknown procedure. A lockout was experienced with the device. The nurse could not get it to work. A new cord was used to complete the case. There was no consequence to the pt.